Event description:
It was reported that during a da vinci prostatectomy procedure, it was noted that the prograsp forceps instrument had frayed wires and the cables were off track. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable at the distal clevis hub is frayed. No damage was found at the clevis. One grip close cable is derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. It was concluded that the cable derailment is likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to the cable derailment. Failure analysis investigation found the following additional damages: the edge of the instrument's distal pulley exhibits mechanical indentations and burrs. The surface of the pulley has visible scratches. It was concluded that the damage to the pulley was likely due to mishandling/misuse. The distal end of the instrument's main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. No other damages were found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.